Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to electively remove and replace the entire scs system. The patient requested the revision to take advantage of the newest technology available; however, the lead appeared to be fractured; one tail of the lead was broken.

Event description:
Follow up information identified the patient is receiving effective stimulation.